Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023 the patient called an ambulance due to hypoglycemia. It was unknown what the cgm device was displaying during the event, but the cgm device would have been malfunctioning. No information was reported regarding treatment. The patient refused to be brought to the hospital. No further information was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.